Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion and prime tests. Device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Unable to perform excessive no delivery alarm due to motor error alarm. Device had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. Customer is able to complete the rewind sequence. Customer stated that it count down once and reset itself. The drive support cap appears normal. The insulin pump alarmed no delivery when performing the displacement test. Blood glucose value was 3.9 mmol/l. Nothing further reported.